Event description:
The pt received an scs system including an ipg on (B)(6) 2007. It was reported that the pt had not utilized or recharged her ipg in at least three years. Surgical intervention was undertaken to replace the pt's ipg. No further complications were reported. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.